Manufacturer narrative:
(B)(4).

Event description:
It was reported that the following morning after the system was placed there was no capture with the right ventricular (rv) lead, and significant pain with pacing. And echocardiogram was performed and no pericardial effusion was noted. The rv lead was successfully repositioned that same evening. No additional adverse patient effects were reported.